Event description:
Customer reported experiencing a past incident of low blood glucose, with the lowest level recorded at 32 mg/dl. To address the situation, carbohydrates were consumed, and the customer's husband provided sugar water. Technical support advised the customer to consult a healthcare professional to discuss potential factors affecting blood glucose levels.